Manufacturer narrative:
Patient information not provided due to japanese patient privacy regulations. No procode, common device name, unique device identification(UDI), and/or 510k provided as this device is not released for distribution in the united states. No parts have been received by manufacturer for evaluation. Part not returned for evaluation.

Event description:
A medtronic representative reported that during a procedure, while using a suretrak with cranial application, after calibration the screen of the navigation system became unresponsive. Rebooting the system resolved the issue and the site proceeded with case. The procedure was completed with the use of navigation. There was no delay to procedure. No impact on patient outcome.